Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hub leakage issue occurred. It was reported by the biosense webster inc. (Bwi) representative that there was continuous bleeding from the back of the vizigo¿ sheath hub. The physician did not feel comfortable continuing with the case and requested a replacement. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No adverse patient consequence was reported. Additional information was received, and it was reported that the hemostasis valve (gasket) did not dislodge inside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. Regarding the approximate volume of blood that was lost, it was reported that ¿ebl unknown, leak was found early with minimal blood loss¿. The hub leakage is MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (b)4) during an internal review on 17-oct-2023, it was noted that corrections needed to be made to the investigation codes. Therefore, the h6. Investigation findings code of ¿manufacturing process problem identified (c16) ¿ was added. The h 6. Investigation conclusions code of ¿cause not established (d15)¿ was updated to ¿cause traced to manufacturing (d03)¿.

Manufacturer narrative:
The device evaluation was completed on 29-may-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub leakage issue occurred. It was reported by the biosense webster inc. (Bwi) representative that there was continuous bleeding from the back of the vizigo¿ sheath hub. The physician did not feel comfortable continuing with the case and requested a replacement. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection revealed that the side port of the device was found broken and separated from the other part of the port; nevertheless, it was observed adhesive residues, concluding in a good manufacturing assembly. This failure observed could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. A device history review (DHR) was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).